Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
"Provided description: at the end of the infusion therapy using a huber needle, extravasation occurred because the port catheter appeared to have migrated into the right cardiac chambers, as detected by a diagnostic exam (chest x ray). Information about the involved subject involved subject: patient consequences for the involved subject: hospitalization age: 45 years body mass index (bmi): normal weight (18.50 - 24.99) biological sex: mal". "Description provided: the port chamber is still implanted in the patient (it has not been removed) - a decision regarding it will be made next week. The catheter has been removed, and we will retrieve it together with the port chamber as soon as it becomes available. Regarding the ultrasounds performed on the patient, the hospital has been asked to provide the documentation."